Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized; however, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued) and ceftazidime injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. It was subsequently reported that the patient died on an unknown date. The cause of death was unknown. It was not reported if an autopsy was performed. It was not reported if the patient had recovered from peritonitis; however, pd therapy was ongoing prior to or at the time of death. No additional information is available.